Event description:
The hcp reported telemetry confirmed a non-critical alarm was occurring. The alarm was due to eri (elective replacement indicator). The refill earlier in july showed eri of 6 months. The pump just started alarming now and it showed eri had occurred and a replace by date of (B)(6) 2014. It was reviewed that eri should be more like (B)(6) 2014 based on implant date of (B)(6) 2008 and flow rate of ~0.85 ml/day. The hcp verified that the flow rate had not been higher than this during the life of the pump. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n084297, implanted: (B)(6) 2008, product type: accessory; product ID 8709, lot# j0058215r, implanted: (B)(6) 2001, product type: catheter. (B)(4).